Event description:
The screening result on the hivab hiv-1/hiv-2 assay was negative, the polymerase chain reaction result showed 100,000 copies of the virus being present. The physician questioned the negative hiv-1 2 result and felt that it should have shown some reactivity. There was no impact to pt management reported.